Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed testing of the fiber optic sensor. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information: (B)(6). It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had fiber optic treating failed. There was no patient involvement. Fse resolved the issue by replacing cable,fiber optic jumper. Fse performed and passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a